Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer called to report she had high blood glucose of 160 mg/dl and the insulin pump had insulin squirting out and alarming during manual prime. Nothing further was reported.